Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that although the device was reprogrammed, the pt developed enlarged ventricles. It was also noted that the silicone housing was broken. As a result, the device was revised.